Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was admitted to the hospital due to high blood glucose levels, but no additional information was provided. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.